Event description:
A pt reported blood glucose results of "114 mmol/l" with a lifescan meter and "160 mmol/l" on a lab device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. No injury was reported. The pt had no control to run quality control. Product was replaced.